Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. No damages were noted on the remainder part of the blade. The hand-activated buttons were tested and funtioned properly. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during gastric bypass procedure, the device stopped functioning. No patient consequences. Unk how the case was completed.